Event description:
Boston scientific received information that during a routine in-clinic follow up, this left ventricular (lv) lead appeared to be capturing the right atrium. The lead was observed to have dislodged. The device was programmed to ventricular only therapy and a revision procedure was performed two months later. The lv lead was successfully repositioned. Additionally, the physician elected to program off ventricular rate regulation (vrr) and biv trigger. Subsequently, during a post operative follow-up the following day, the right ventricular (rv) pacing percent was observed to be 66% and left ventricular (lv) was 63%. The physician inquired about reasons for the difference in the pacing percent. Boston scientific technical services (ts) discussed troubleshooting options. No additional adverse patient effects were reported. Additional information was received that the lead had again dislodged. The device was again programmed to ventricular only therapy.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.